Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the balloon of the event unit was not pierced and the complainant¿s experience could not be confirmed. Engineering observed that the cannula tip was cracked. Applied medical was unable to confirm that the balloon of the event unit was pierced. However, the tip of the cannula was damaged. Based on the condition of the returned unit, it is likely that the cannula damage was caused by an instrument or object that came into contact with the cannula during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Balloon damage is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event was reported due to the damage that was observed on the cannula tip of the returned device.

Event description:
Procedure performed: digestive surgery. Event description: trocar balloon pierced during laparoscopy. Additional information received by phone from applied medical representative on 11dec19: digestive surgery. No consequence on the patient. A new device was used without any problem. Type of intervention: a new device was used without any problem. Patient status: no consequence on the patient.